Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information any association between the liberty cycler or any fresenius products and the event abdominal pain, fibrin and subsequent hospitalization cannot be determined due to lack of information provided. It is unknown if the reported patient has seizures, an artificial heart valve and a brain bleed are related to the current hospitalization or patients¿ medical history. Additional information related to the patients¿ history, comorbidities, and hospitalization is needed to determine potential causality. Further information has been solicited and should additional information be made available the clinical investigation will be amended as appropriate with additional information.

Event description:
During follow up on an unrelated event the peritoneal dialysis (pd) patient¿s contact reported the patient was hospitalized on an unknown date in august. The patient¿s contact stated the patient had abdominal pain, fibrin, seizures, an artificial heart valve and a brain bleed. However the details of these medical conditions are unknown. Additionally the patient¿s contact stated the patient might have sepsis and was given heparin. Additional information was solicited but unavailable.